Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence over myopotential oversensing. It was also alleged that the device reprogrammed itself from alternate with 2x gain to secondary with 1x gain. Technical services (ts) noted that it appears that the device had been recently reprogrammed and recommended reprogramming the device back to its original programming. The patient was brought back into the clinic and reprogrammed. No adverse patient effects were reported. The device remains implanted and in service. New information received indicates that this s-ICD delivered two inappropriate shocks while the patient was exercising. Technical services (ts) reviewed the episode and noted variable r-r wave intervals and morphology. It is suspected that the rhythm could have been atrial fibrillation (af) with rapid ventricular response or fascicular ventricular tachycardia (vt). The patient will be assessed by the local electrophysiology team. New information received indicates that this s-ICD system was explanted for a traditional transvenous system. During the procedure, it was observed that the associated s-ICD electrode had migrated off the sternum and heading towards the patient's left shoulder. The explanted system is expected to be returned for evaluation.